Event description:
It was reported that the patient underwent an ambicor penile prosthesis (app) surgery due to the device was not inflating. The device was removed and replaced with a new one. The physician was not able to find where the issue was on the device. No patient complications were reported in relation to this event. No more information is available at the moment, additional information was requested and will be provided as it becomes available.